Event description:
According to the complaint, on 2023-11-10 the user opened the blister of the safepico (lot number: nl50) and found a black foreign matter in the syringe. The user replaced the safepico, and there was no harm reported.

Manufacturer narrative:
Defective sample and photo of the defective sample were not provided. Radiometer investigations of the production documentations found no deviations and all reference sample were within specifications. The root cause cannot be identified and hence is unknown.